Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declining to 25 mg/dl earlier in the day. Customer reported their blood glucose rose to 45 mg/dl and later 155 mg/dl after a correction. The customer was unable to troubleshoot at the time of the call. The customer declined to return the insulin pump for analysis.